Manufacturer narrative:
Per data log analysis, the reported complaint condition will cause the total nominal available capacity (tnac) value to be set to 0. This will cause the power manager light emitting diode (led) to turn red and battery level to be zero as reported. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The customer reported this was the first time they turned on the system since the preventative maintenance (pm) that was completed the week before. The field service representative (fsr) found the system connected to alternating current (ac) power and powered it on. The battery capacity is fully functional. The system booted up on battery. The system operated to the manufacturer¿s specifications. During the pm the week before, the fsr replaced the central control monitor's clock battery as scheduled. The system time defaulted to january 1, 2003. The fsr corrected the date and time. Technical support suggested the power manager software version 1.70 looks at the time differences between the current and last start ups to determine the battery status, and it only checks at start up. During the next power up, the sytem software may have thought the last time the system was powered on was 14 years ago. Technical support suggested this may be the cause of the reported battery status of zero. Logs were returned to the manufacturer.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the battery level status on the perfusion screen displayed a capacity of zero. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.